Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite to evaluate the reported problem. The analysis of the system log file found a malfunction with the host pc. However, the issue could not be reproduced during the onsite visit because the reported issue was solved by restarting the system, and no abnormalities were discovered. To date, no further recurrence of this host pc failure has been reported to philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.